Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. On (B)(6) 2018, the unit was triaged and service found that the pump did not have audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.